Manufacturer narrative:
Based on the provided information and test performed on site there is no indication of a malfunction of the mr system or coil used. The injury on the left forearm is consistent with patient heating caused by close proximity to the coil cable. This leads to an rf loop. The rf loop was created by the body and the coil cable. For the injury on the inside of the right elbow no definite cause could be determined. The following factors were observed that can explain the heating as experienced by the patient and may have contributed to the injuries: - eleven scans on high sar value were administered and a total whole body rf dose of 6,9 kj/kg. - the mr examination room temperature was above the specified value.

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a follow-up will be sent to the FDA.

Event description:
Philips received a report from a customer related to a patient heating incident with an intera 1.5t mr system. A patient was scanned for an MRI examination of the right elbow. After the examination reddening of the skin and blisters on the left forearm / elbow and on the inside of the right elbow were observed